Event description:
(B)(4) received a report stating the transgastric-jejunal enteral feeding tube balloon burst. The device was in use for five to six months prior to the incident. The device was replaced via an endoscopic radiological procedure. Additional info received on (B)(6) 2015 from the father stated that the device has been in place for a month or two.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated, results: no results available since no evaluation performed, conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is in- progress. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. No root cause was identified. (B)(4) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).